Manufacturer narrative:
Investigation into the issues found that cracks of the water inlet/outlet ports on the degasser housing have been found to cause water to leak out of the degasser housing, into the enclosure and gravity drained through the drain tubing to the space below & outside of the instrument. A product recall letter was sent to all worldwide alinity I customers who have received the degasser installation kit (part number a-35016140-01). The letter informs the customer of the two issues with the alinity I degasser installation kit (pn a-35016140-01) and that their abbott representative will contact them to schedule a deinstallation of the alinity I degasser installation kit, and return their instrument to its previous configuration.

Event description:
The customer reported that water leaked out the back of the alinity I processing module during daily maintenance. It was found that it was due to a discharge of fluid from a newly installed degasser. The degasser was uninstalled from the alinity I processing module and no further issues were noted. There was no reported impact to patient management or user safety.